Manufacturer narrative:
During the inspection, the evaluation uncovered foreign debris lodged into the air and water nozzle, resulting in no flow of air and water. This occurrence was likely due to incorrect cleaning of the scope. Additionally, due to the blocked nozzle the air supply volume did not meet the standard. Lastly, a chip was observed on the plastic distal end cover. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii gastrointestinal videoscope to the service center. During a standard inspection and estimation of the returned device, it was observed that foreign material was lodged in the nozzle, which is a reportable event. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material in the scope could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material on the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.